Manufacturer narrative:
A patient is awaiting a system explant due to ongoing health issues not related to the stimulator and ineffective coverage was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000067056.

Event description:
It was reported that patient experienced ineffective therapy. Surgical intervention may take place to address the issue. The investigation did not determine which lead was not providing effective therapy.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the entire system was explanted to address the issue.

Manufacturer narrative:
"A patient experiencing ineffective stimulation and system explant was reported to abbott. The whole system was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined."